Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 7/12/2021. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The following additional information was received: what was the name of the procedure? Oral mucosal closure. What was the procedure date? (B)(6) 2021. Was the needle removed from the patient during the same procedure? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? Was the needle piece removed from the patient during the same procedure? Does the needle remain in the patient¿s tissue? What was the size of the needle used? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name irgacare®. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that a patient underwent an unknown surgery in (B)(6) of 2021 and suture was used. During the procedure, the needle pulled off of the suture. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.